Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. Unit received with minor scratched display window, cracked reservoir tube lip, belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 250mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.